Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The patient circuit was replaced to resolve the reported issue. (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient involvement.